Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Additionally, the bus bar inside the battery was loose. The root cause for the contamination was ingress of an unknown liquid. The root cause for the loose bus bar was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack and reported that the battery was unable to power on a monitor.